Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the radial artery. The 85% stenotic lesion was located in the non-tortuous and mildly calcified second obtuse marginal vessel. The physician wanted to deliver the 2.50x24mm taxus liberte stent at the distal portion of the radial artery 3cm away from the "apófisis festiloides"; however, the stent could not be advanced and upon removal some resistance was felt and the stent dislodged from the balloon at the "radial level". An attempt was made to remove the stent by advancing a 1.5x15mm unspecified balloon distal to the stent and inflating it to trap the stent; however, the stent was unable to be removed. The physician then implanted the stent. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).